Event description:
It was reported that the right atrial lead exhibited noise which was reproducible with isometrics. The patient had recently been involved in a car accident. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.